Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- the verse x25 inserter/tightener (p/n: 299704230, lot #: gm5397010) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was stripped/worn. The observed condition was consistent as an end-of-life indicator for the device. This was consistent with the reported complaint condition, thus confirming the complaint. The complaint was confirmed during investigation. After a visual inspection per guidance provided in windchill document , it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5397010 was released in a single batch. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.,a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5397010 was released in a single batch. Batch1: lot qty of units were released on 05 aug 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.,the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Customer quality investigation: the device was not returned. A photo-investigation was performed on the image located in pc attachment ¿drivers.jpg¿. Upon inspecting the images provided, the complaint could not be confirmed for the reported condition, as the images didn't clearly show the complaint device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the complaint condition could not be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the expedium verse driver was slipping during final tightening, which is a common occurrence with this set. Procedure was completed successfully without any surgical delay. This report is for one (1) expedium verse spine system inserter/tightener x25. This is report 2 of 2 for complaint (B)(4).